Event description:
A customer reported the adc freestyle libre 2 sensor was received missing the needle. As a result, the customer reported they had a loss of consciousness, however, no further information was reported as the customer disconnected the phone call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor plug was not returned and no physical damage is observed on sensor patch. If additional product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor was received missing the needle. As a result, the customer reported they had a loss of consciousness, however, no further information was reported as the customer disconnected the phone call. There was no report of death or permanent injury associated with this event.